Manufacturer narrative:
Evaluation summary: the product was not returned; however, a picture was provided by the customer for analysis. The picture showed tissue in the jaw. The reported condition could not be determined. Without the actual device, pmv could not determine what caused the reported issue of the complaint. Without the product a detailed investigation could not be performed. The file will be closed as unconfirmed at this time. If additional information is obtained, or the product is returned, we will re-open this investigation. The investigation could not determine the root cause of the customer's report based on the picture sample sent. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the gynecological oophorectomy, the device got locked on the oviduct, at around 10mm x 15mm size of tissue, and it cannot be detached. Surgeon needed to issue another insert point to the patient to remove the tissue and used a 5 mm device instead of the 10 mm instrument. A 12mm trocar was used during the surgery. There was no bleeding and no need for blood transfusion. The patient's current status is stable and was discharged from hospital.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The jaws opened and closed normally using the handle. Functional testing was performed on simulated tissue. The device was activated while pressing the button in various locations to detect any problematic activation issues. All seals were satisfactory and end tones were heard each time indicating completed cycles. The investigation found the device to function normally and within specifications. The instructions for use(IFU) states to keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the surgery, the device got locked on the oviduct and it cannot be detached. Surgeon needed to issue another insert point to the patient to remove the tissue and used a 5 mm device instead of the 10 mm instrument.